Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts, risk documentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome described of leakage is assessed at multiple points in the risk management file. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
The patient was admitted for an acute attack of cholecystitis. Following medical orders, intravenous fluid therapy was administered. During the use of an indwelling needle, fluid leakage occurred at the tubing site, prompting its immediate replacement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.